Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that the customer states that it was circulating and then started alarming head error on the rotaflow console. They tried shutting it down and restarting, but the unit would only circulate for about 30 sec and then alarm again. This is a stand alone unit. The customer does not use their rotaflow in conjunction with hl20. On this particular unit, they were using it for training when it started having issues. It was running fine with a set installed then suddenly started alarming head error. They turned the unit off and back on and the error went away. They turned the rpm¿s back up and the unit functioned properly for a couple of minutes before alarming head error again. The staff again shut the unit down, but at this point when they turned the unit back on the error did not go away. (B)(4).

Manufacturer narrative:
During circulating and then started alarming "head error". A getinge field service technician investigated the device in question. According to the service order 43237468 dated on 2020-04-30 the customer states that it was circulating and then started alarming head error. They tried shutting it down and restarting, but the unit would only circulate for about 30 sec and then alarm again. The serial number is (B)(6). This unit is under warranty. There are two problems causing the head error. The drive itself doesn't work and the control board (part #701034051) went bad. Replaced the control board and the console works again, but the drive has to be sent to germany. Drive is being sent back on RMA 40248. The affected drive was handled in complaint (B)(4). Received the rfd back from germany. They replaced a defective ild213t. Final check, burnin and calibration, system test per service manual. All tests passed. Most possible root cause of the head error could be determined as: 1. The head error is caused by the hot plug. When device is in operation and the power plug is plugged in or out. And this leads to a damage at the control board of the rotaflow. 2. The head error follows by the sig error. This is when the ultrasonic crème is applied to the flow bubble sensor. Then the centrifugal pump is causing backflow and this leads to the head error. 3. The head error is also caused by shaking the drive. This is when the motor (which is controlled by the optical tacho) is not blocked when adjusting to 0 then it could lead to error when slight shaking. The motor could then slightly rotate. 4. The head error can be caused by connection issues between the console (rfc) and the drive (rfd).this is when the cable connection is disturbed by defective pins. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manuel, mcv-ga-10000703-de-11. Contain detailed descriptions to prevent an ¿error head¿. The reported "head error" occurred during circulation and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).